Manufacturer narrative:
(B)(4). The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an underinfusion of blood, stating the unit (volume not provided) was to infuse at 75 ml/hr, but did not all infuse within the expected time frame. The three channels were attached to the system and the biomed states the nurses changed the transfusion to another channel at some point. He does not know which channels were involved and will send the entire system for review and physical testing. There was no patient harm and no medical intervention was reported. Although requested, no further patient or event information was provided.